Event description:
The hcp reported that the patient was having withdrawal symptoms, which included sweats, shakes and nausea. The patient was also experiencing low back pain. The pump was used to deliver morphine 20 mg/ml; the dose was not reported. A catheter dye study and MRI were performed. The patient was supplemented with oral medications. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.